Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Serial number unknown. Reporter phone failed transmission (B)(6). A follow-up report will be submitted once the investigation is complete. The patient death is reported in MFR. Report #:1218950-2019-08817.

Event description:
The customer reported that a yellow low heart rate alarm was displayed around 11:50pm on (B)(6) 2019, and also some desat alarms, but the customer expected a red low heart rate alarm. The device was in use on a patient at the time of the reported issue. The patient died.